Event description:
It was reported that the patient presented to the emergency department (ed) with complaints of lightheadedness and dizziness for 1 week. The patient had also noted dark tarry stools and abdominal discomfort for 4 days. Hemoglobin on admission was low and two units of blood were ordered. A consult was ordered for possible esophagogastroduodenoscopy (egd). Protonix was started and fluids were administered. Additional information was received that a single non-bleeding angioplastic lesion was found in the duodenum sweep. Per a gastrointestinal (gi) specialist, this finding did not fully explain the patient's gi bleeding and remarkable hemoglobin drop. After a failed attempt with argon plasma coagulation with persistent oozing, the lesion was treated successfully with a hemostatic clip. There was no bleeding at the end of the procedure. A follow up gastro-colonoscopy and enteroscopy the next day were negative for bleeding. This event reportedly resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.